Event description:
Patient was diagnosed with asymptomatic pneumothorax by post-operative x-rays following implant surgery on (B)(6) 2021. Physician placed a chest tube and kept the patient overnight in the hospital, which resolved the issue.